Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of augmentation mammoplasty, cesarean section, menses irregular, spontaneous abortion, parity 2, multi gravida, overweight and pelvic pain female. Previously administered products included: nuvaring. As concurrent condition the report mentioned abdominal pain. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 3114 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2009: findings : scout film shows right and left pelvic essure micro-inserts. On early fill of the uterus, no filling defects are seen. Complete opacification of the uterus shows no abnormality in uterine contour. The right and left essure devices are in satisfactory position and demonstrate satisfactory tubal occlusion. No contrast extravasation is seen. Impression: satisfactory location of right and left essure micro-inserts. Satisfactory tubal occlusion [pathology test] on (B)(6) 2013: surgical pathology report: final pathological diagnosis: uterus, cervix, and bilateral fallopian tubes (total hysterectomy with bilateral salpingectomy) uterus: leiomyoma and proliferative endometrium. Cervix: squamoglandular junction with endocervix with mild acute and chronic inflammation and squamous metaplasia. Fallopian tubes: no significant histopathologic changes small benign left para tubal cyst. Essure devices identified in bilateral proximal tubes. Clinical history: 38-year-old female g5p3023 with chronic pelvic pain and essure devices in place desiring definitive therapy at this time given some family history of pelvic cancer. Gross description: bilateral essure devices are identified in both proximal portions of fallopian tubes. The right dusky fimbriated fallopian tube measures 9.0 cm in length x 0.4 cm in diameter. The left fimbriated fallopian tube measures 8.0 cm in length x 0.3 cm in diameter. A single para tubal cyst is identified on the left fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Lab data (surgical pathology test), medical record, concomitant condition and reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 3114 days after essure insertion, she underwent a medical device removal (seriousness criterion intervention required). . At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, 3114 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.